Manufacturer narrative:
The date of the event was approximated to 9/1/2023 based on the date the manufacturer became aware of the event. The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Imdrf device code a0501 captures the reportable event of ligator detached.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the upper gi (gastrointestinal), esophagus during varicose vein ligation procedure performed on an unknown date. During the procedure, the cap of the device doesn't fit well, and it moves, causing the bands to be lost during delivery. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.